Event description:
Pt presented with syncope due to third degree heart block with hypotension. He was placed on external pacemaker shortly after arrival at hosp on 12/29/94. Shortly after midnight, en route to cardiologist at another facility, the pacemaker quit working altogether requiring return to this facility and activation of another pacemaker. Pt was bradycardic while off pacemaker in third degree block with heart rate of 40. External pacemaker would not work even when plugged into 110 volt ambulance electric outlet.